Event description:
During pt treatment with the model 3100a, the operator was unable to increase mean airway pressure after it had spontaneously dropped a small amount. The pt was placed on another 3100a without compromise.